Event description:
The fse reported that the sys would not display a fluoroscopic image. This rendered the sys unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the sys but no conclusion can be drawn as further repair info is not available.